Manufacturer narrative:
Patient ID/initials and weight are unknown, device is an instrument and is not implanted/explanted. The lot number provided was not able to be verified in our system. Without a valid lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Reported on user facility report: date of event: unknown date in (B)(6) 2017, corrections to information reported on user facility report: complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is against user facility medwatch (B)(4). The only information contained in this report is correction or additional information. It is unknown whether the implant that was being removed during revision was synthes. It is unknown if there was a surgical delay and if the procedure was completed successfully. Patient status is unknown. This complaint involves one (1) device. This report is for 1 (one) drill bit. This report is 1 of 1 for (B)(4).